Event description:
It was reported that there were concerns of dislodgement on this right atrial lead as it exhibited failure to capture at max output. Boston scientific technical services agreed that there is a potential failure to capture. This lead remains in service. No adverse patient effects were reported.